Event description:
Follow-up information was received on 15-jan-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as 326144/1 (expiry date: 02/2024).

Manufacturer narrative:
The device history record for belotero balance lidocaine, lot number 326144/1 was reviewed. A lot search was conducted on the reported lot and similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number 326144/1, is pending review for nonconformance. A lot search was conducted on the reported lot and other similar events were noted.

Event description:
This spontaneous report was received from a new zealander nurse via a business development manager and concerns a 47-year-old female patient. She was injected subcutaneously with a total of 0.3 ml of belotero balance lidocaine, into the lips and perioral area, on (B)(6) 2023. Batch number was reported as 326144/1 (expiry date: 02/2024). A lot search in the global safety database was conducted. She was injected into 25 points. A 30 g needle was used and the injection technique was thin, retrograde threads. It was her first time into the lips. The patient was previously treated with hyaluronic acid (ha) dermal fillers on other areas of the face. The patients medical history included cold sores once a year. Concomitant medication included magnesium and vitamin c. The patient had no known drug or food allergies. On (B)(6) 2023, on the same day after the treatment with belotero balance lidocaine, the patient experienced a vascular occlusion on the right lateral tubercle of the top lip, affecting the right side of the white lip as well. Hyalase was initiated and 900 units were administered over 2.5 hours. There was an ongoing regular monitoring. The outcome of the event was reported as resolved, on (B)(6) 2023.